Event description:
It was reported that during priming with one unit of a prismaflex m150 set, tube leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed the return line was perforated, inside the screwed connector. The reported condition was verified. The cause of the leak was due to the perforation. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.